Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium gordonae/paragordonae. The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that this specific event is a duplicate of another event already reported to FDA under manufacturer report number 9611109-2021-00472. Therefore, this specific event has been voided and a supplemental report has been submitted under reference 9611109-2021-00472 due to additional information received.

Event description:
See intial report.